Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - device code(s) - 3191: no code available (tampering) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an oxysept bottle from an oxysept economy pack was missing the foil seal on the cap. Through follow ups, we learned that the product was returned by the end user. The customer followed the instructions and did not use the bottle without the seal on the cap. No further details were provided.

Manufacturer narrative:
Corrected data: initially this event was considered reportable due to suspected tampering as the oxysept bottle from an oxysept economy pack was missing the foil seal on the cap. Through follow ups, it was confirmed that there was no patient contact with the product. The complaint product was returned and additional solution testing was performed. The test results showed that all test items met the product specification and tampering was not confirmed. Upon further review, it was determined that the occurrence did not meet the criteria for a reportable event per local regulation anymore as there was no patient contact with the product. Subsequently, the event did not lead to death or serious deterioration in the state of health and if it occurred again, it could not lead to death or serious deterioration in the state of health. Therefore, the event is no longer considered reportable and no further reports will be submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.